Event description:
The pt underwent interventional catheterization using a "6fr" sheath. The cardiologist attempted arteriotomy closure with a techstar xl, 6 fr pvs device. The pt reportedly had a fair amount of fibrosis and calcification which had made insertion of the interventional sheath difficult. Insertion and marking with the pvs device proceeded without difficulty. Deployment forces were high and deployment was terminated when only one needle presented. Needle back down was not successful. The second needle could not be accessed via the subcutaneous tract. The cardiologist twisted and pulled the device in one motion and succeeded in removing the device without excessive arterial trauma. The pt went to successful manual compression. This occurrence is being reported as a product problem since malfunctions of a similar nature have resulted in reportable occurences in the past.